Manufacturer narrative:
Based on the initial escalation analysis, the sensor deviated from normal behavior due to a decline in the signal modulation. The signal modulation started to decline march 4, 2023. Upon receipt of the sensor, investigation was performed which indicated that the was received and tested, root cause of the performance failure was due to oxidation of the chemical component of the sensor. As part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report updated to 21 sep 2023. G3. Date received by manufacturer updated to 29 aug 2023. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231, 174. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.